Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated the customer has experienced hyperglycemia of "hi" (>600 mg/dl) and has been unable to correct the issue by delivering insulin via the infusion device. The infusion device was replaced, and her blood glucose is now "ok." Customer's mother and diabetes specialist believe the infusion device was not delivering insulin correctly. No adverse event was reported. The alleged product was requested for evaluation.